Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the instrument found the upper portion of the trigger to be broken. No other visual abnormalities were observed. This condition prevents functional evaluation. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when attempting to fire with: no loading unit, a previously fired loading unit or an improperly seated loading unit. In these cases, the interlock is engaged and firing through the interlock causes damage to the inner portion of the trigger. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, there was a poor staple formation. The doctor used the stapler with multiple reloads (5-6); the stapler on the last reload did not ¿b¿ the staple. When there was minimal tension put on the area of anastomosis, the two sections pulled apart and tore leading the need for doctor to open more materials to do the re-anastomosis with suture instead of the stapling device. They also tried to use another stapler and the staple set did not deploy at all. This resulted to an extended surgical time. The doctor had to oversew the staple line to complete the case.